Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon visual examination, it was noted that the patient had developed an erosion. Blood cultures were taken and were positive for e.coli. They physician concluded that infection occurred due to an unrelated procedure. The pacemaker system was explanted. The patient was in stable condition afterwards.